Event description:
A philips employee was made aware that a lead extraction procedure commenced to remove an unknown number of pacing leads, manufacturer/model and extraction indication unknown. The procedure date is unknown but likely occurred in (B)(6) 2024; therefore, a procedure date of (B)(6) 2024 was used. Additionally, the traction platform used for the leads is unknown. While using a spectranetics tightrail rotating dilator sheath, a superior vena cava (svc) perforation was discovered. Rescue efforts began, including thoracotomy, and the perforation was surgically repaired. The patient survived the procedure. It is unknown if the leads were removed. This report captures the tightrail device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4/h4): the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. H3): the tightrail was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.